Event description:
A customer reported a falsely elevated total b-hcg result on a pt sample tested on the ec1q analyzer. The result was reported and questioned by a health care professional. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that repeat testing of the same sample, as well as results from a new sample, were negative on a subsequent day. The initial result was obtained prior to service actions performed by a field engineer. The analyzer had been posting condition codes indicating that the analyzer was not operating properly, but the customer continued to process and report pt samples. The field engineer replaced the reagent metering probe. Follow up with the customer indicates the analyzer has been performing as expected since the repairs. The root cause of the event was instrument related, as well as user error.